Event description:
The customer reported that her blood glucose was out of control. She stated that she did not have a chance to eat lunch and was in the emergency room for a possible fractured knee cap and a blood clot. Then she went home, ate a large dinner and her blood glucose was 122mg/dl. The customer stated that she woke up with high blood glucose of 301mg/dl, which was outrageous for the few carbohydrates she ate the night before. The customer also mentioned that she has been experiencing low blood glucose since the end of june. The customer called back and stated that insulin squirted out during the prime process. The caller stated that the insulin pump was exposed to a high magnetic field when she had a CT scan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.